Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defibrillator fails for the general test and backup power test will associated error codes. No pt involvement.